Event description:
It was reported through a research article identifying proglide devices that may be related to the following: failure to achieve hemostasis and material breakage which may result in tissue damage, hematoma, occlusion, septicemia, fistula, stenosis, infection, hemorrhage, blood transfusion, additional intervention, surgery and hospitalization. Specific patient information is documented as unknown. Details are listed in the attached article, titled "totally percutaneous aortic aneurysm repair: methods and outcomes using the fully integrated intuitrak endovascular system."

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. A conclusive cause for the difficulties listed cannot be determined based on the limited information available. The patient effect(s) listed from the literature article cannot be associated to the device usage and/or malfunctions, as the causality between the documented device usage and the patient effect(s) could not be established; therefore, the determination of the reported difficulty(ies) with the patient effect(s) consideration is not feasible. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Literature attachment: "totally percutaneous aortic aneurysm repair: methods and outcomes using the fully integrated intuitrak endovascular system"b5- describe event or problem h6: device code 2423 removed, patient code

Manufacturer narrative:
Date of event is estimated. The device is not returning for analysis. A follow-up report will be submitted with all additional relevant information. Literature: "totally percutaneous aortic aneurysm repair: methods and outcomes using the fully integrated intuitrak endovascular system".

Event description:
It was reported through a research article identifying proglide devices that may be related to the following: failure to achieve hemostasis, blockage and material breakage which may result in tissue damage, hematoma, septicemia, fistula, stenosis, infection, hemorrhage, blood transfusion, additional intervention, surgery and hospitalization. Specific patient information is documented as unknown. Details are listed in the article, titled "totally percutaneous aortic aneurysm repair: methods and outcomes using the fully integrated intuitrak endovascular system."